Event description:
It was reported via edwards clinical affairs that a patient with a edwards aortic bioprosthetic valve presented symptoms of moderate aortic stenosis and severe aortic insufficiency after an implant duration of approximately 14 years. The patient was presented for transcatheter heart valve implantation (tavr) inside the subject valve (valve in valve) and the tavr was successfully performed on (B)(6) 2012.

Manufacturer narrative:
Additional manufacturer narrative: transcatheter valve implantation inside a degenerated bioprosthetic valve ('valve in valve', viv) is a less-invasive alternative approach. Stenosis of an implanted valve causes the heart to work harder to eject blood from the ventricle and can be, depending on the severity, an indication for valve replacement. There are multiple etiologies for bioprosthetic valve stenosis such as calcification, host tissue growth ... Etc. Without additional information or device return and evaluation, the type of failure cannot be determined or confirmed. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. No information to suggest a device quality deficiency that may have caused or contributed to this event.